Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the sentrant device. The exact size of the device is unknown. Survey results from a interventional cardiologist in practice 18 years, who has used the device 35 times in total of which all of those times were in the last 12 months. During use of the sentrant, the following complication was encountered in the last 12 months ; blood loss/bleeding (2 times) , vascular trauma (2 times) (e.g dissection with rupture, perforation or tear). The blood loss/ bleeding & vascular trauma events were assessed by the physician as related to the device itself on one occasion each. Of the above complications reported, some of these are listed as having been reported to medtronic previously. Due to limited information these are included in reporting. The physician assessed the blood loss/bleeding event as not at all concerning and the vascular trauma event as somewhat concerning. It was reported the physician knew these were potential complications as noted in the instructions for use (IFU) prior to the procedure. For the adverse events that were deemed device related, it was said the sheath was defective. The physician had the opinion that the sentrant performed as expected when it was used and according to instructions for use (IFU). No further information has or will be provided.